Event description:
It was reported that the day after implant the right ventricular (rv) lead had intermittent capture and high thresholds. The rv lead will be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. No anomalies were found from the analysis of the data.